Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler display had a brightness problem. The screen was dim during the ready screen; display brightness was set to 10. The nurse tried to set the brightness value to 8 and it was better, and it went up to 10 but still dim, then was better and then a little dim again. The nurse indicated that was hard to see the screen very well. The nurse indicated that she prefers to order another machine. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to continue using their current unit. There was no patient involvement, no harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.